Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer called to report leaks in the reservoir of the insulin pump. Customer stated that there was no insulin in the pump during priming. Customer's blood glucose reading was 106 mg/dl. Product is being replaced.